Event description:
Reporter alleged discrepant blood glucose results of 41 mg/dl and 180 mg/dl within 9 minutes on either inform system 1 or system 2. Reporter stated not knowing which system meter generated either of the patient values however stated the hospital had run quality control testing on the systems test strips and those values were within an acceptable range. Reporter indicated patient treatment was delayed however it was not provided what kind of treatment or whether it was related to the glucose results. No other actions were reportedly taken and no treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent. Inform system #1: meter serial # (B)(4) and comfort curve test strip lot 549618 with an expiration date of 04/30/2008. Inform system #2: meter serial # (B)(4) and comfort curve test strip lot 549618 with an expiration date of 04/30/2008.

Manufacturer narrative:
The suspect product for this medwatch report is the comfort curve test strip used in system 2. Reference medwatch report with (B)(6) for the suspect device used with system 1.